Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -17.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The lens was replaced with a shorter length lens due to elevated iop (56mmhg) wiouth pupil block and angle closure and excessive vault on (B)(6)2023. This resolved the problem. Cause of the event is reported as unknown.